Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-aug-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager keep failing. A field service engineer (fse) inspected the smart remote manager and found no failures, and the customer confirmed that the smart remote manager was functioning properly while issues were reported with drawers 3.2 and 5.2. The fse inspected both drawers and found no visible issues, then opened the rear of each drawer and disconnected and reconnected the sub-drawer cables. After reassembling the station, the system was powered on and diagnostic acceptance tests were performed on both drawers, which passed successfully. The customer was then able to reload the medications without issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the smart remote manager kept failing. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.